Manufacturer narrative:
(B)(4).additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flo-gard infusion pump with failure code 94. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 94 was confirmed during product evaluation. This condition was caused by a deep discharge on the main battery. The main battery was replaced to correct the reported condition.